Manufacturer narrative:
A sample was taken from underneath the button head cap screw. A f/u report will be sent upon results of the sample.

Event description:
It was reported that the device was leaking red fluid during a procedure. The procedure was completed successfully using same device. There was no medical intervention required and no delay in procedure.